Event description:
It was reported that the external pulse generator (epg) displayed an error. Technical services could not duplicate the error, but explained the error and how it occurs to the caller. The epg was to be tested and appears to be back in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a generated error. Analysis did note that the upper case was dented, the lower case was broken and contaminated, the battery release and lead flex cover were contaminated, one side bail was broken, the battery contacts were compressed and the keyboard was scratched. The device was to be scrapped in-house.

Event description:
It was further reported that the generator has now been returned as part of a device trade-in program.